Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the atrial lead dislodged during extraction of another lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead dislodged during extraction of another lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.